Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was overheating was confirmed. A directional control assessment was performed and it was determined that the device was displaying an a-1 error code, which means the air flow was blocked, and the outer hose was cut exposing the inner shield and wires. During repair it was observed that the inner hose of the device was detached from the plug connector sub-assembly causing the a-1 error code. The swivel sub-assembly air fitting tube was also broken. It was determined that the inner hose being detached from the plug connector sub-assembly was due to mishandling, pulling on the hose. It was further determined that the cause of the outer hose being cut was due to mishandling of the device, a sharp object penetrating the surface of the outer hose. The broken air tube was determined to be due to excessive force being used. The assignable root cause of these conditions was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that the handpiece device was overheating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.